Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device intermittently doesn't respond to the lid opening or closing. The device was still able to be powered on and off by pressing the on/off button. In this state, use of the device could delay therapy. There was no patient involved in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device intermittently doesn't respond to the lid opening or closing. The cause of the reported issue was determined to be due to the lid switch, sw5. The customer's device was destructively tested. The customer has been provided with a replacement device.